Event description:
During a hemiarthroplasty hip procedure, blue particulate debris (¿chips¿) were noted on the sterile field after use of a cement scraper. The blue cement scraper was identified as the source of the debris. The cement scraper was immediately removed from the sterile field. All visible debris was retrieved. A new sterile cement scraper was obtained, and the procedure continued. The affected instrument was isolated for further evaluation per protocol. No further debris was noted after replacement.